Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed residual fluid inside the device bladder suggesting a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor underinfused during infusion. The device completed the infusion later than expected and 70-80ml volume remained without having been delivered to the patient. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.